Manufacturer narrative:
The reported event of occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that an infusion of dextrose 10% at 10 ml/hr via a 24 g peripheral catheter continued to alarm for patient-side occlusion. The tubing and venous access site was evaluated; the fluid path was patent without any restrictions or occlusions. The infusion was restarted and alarmed again for patient-side occlusion. The IV set was replaced three times before the pump module was replaced. However, when the infusion was restarted on a different pump module, within minutes, it alarmed for patient-side occlusion. The infusion was moved to a different manufacturer¿s infusion pump and the d10 infused without incident, occlusions, or alarms. There was no report of patient harm. The customer indicated that the occlusion setting for the pump module was set at 125 mmhg, non-selectable and the pressure setting for the other manufacturer¿s pump was 8 psi (413.719 mmhg).